Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 was not detected on bus. A field service engineer (fse) tested drawer 6 using the hardware test application and found it was not being detected. Upon removing the rear panel, no lights were observed on the control module. The station was shut down, and the drawer controller was tested with a voltmeter, confirming it was functioning properly. The control module was replaced due to signs of overheating. After restarting the station, the drawer still did not open properly. Fse adjusted the rails and retested, resulting in proper drawer operation. An acceptance test was successfully completed, and the application was restarted. The customer was able to access the drawer without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed with not detected on bus error. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed with not detected on bus error. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.